Event description:
PICC line placed in right upper extremity. PICC line was non-central. Catheter was indwelling for 53 days. The site was prepped with chlorhexidine and secured with steri-strips. The PICC line was leaking at the insertion site and discontinued. The line removal was tolerated well without incident or blood loss. The insertion site was without s/sx of infection process. A positive culture and reported indicated that the coagulase infection may have been related to the leaking catheter.

Manufacturer narrative:
The sample has been received and is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)